Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient had expired due to respiratory failure. No additional information was provided. No alarms were reported associated with this event. Multiple attempts to gather additional information was attempted; however, none was provided. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure.